Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation was confirmed. There were scratches on the insertion part of the light guide tube and the coating was peeling. There was reduced water tightness and there were holes on the curved rubber. There were scratches on the control body, the eye piece, the grip, light guide cover and the fixed ring. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the insertion tube on the tracheal intubation fiberscope was found to be ¿crushed.¿ during the inspection and testing of the returned device, the coating on the light guide was peeling. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 10-mar-2022. Updated fields: h4, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A definitive root cause for this issue was not established. However, it is probable that the issue occurred due to stress from repeated use. It is also probable that the issue occurred due to mishandling of the device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.